Manufacturer narrative:
(B)(4). The customer returned one package of product 5-16037 for investigation. The box was received open and packaged in the box was one sher-I-bronch endobronchial tube (5-16035), three suction catheters (5-20712), and one double swivel accessory pack. The endobronchial tube and the suction catheters were received sealed in their pouches. The returned endobronchial tube is a 35 fr. The packaging states that the tube should be a 37 fr. The double swivel accessory pack was received unpackaged and the y-connector was missing. Visual examination of the returned double swivel accessory pack revealed that a crack appears to have occurred on the female swivel connection port. No other defects were observed. Based on the visual exam, the reported complaint of disconnect between the connector and eb tube was confirmed. A crack was found on the female swivel connection port. Therefore, a potential root cause for this complaint issue is manufacturing related. A CAPA has been initiated to investigate this complaint issue and related defects.

Event description:
The complaint is reported as: during surgery in the hospital, the doctor found the double swivel connector separated on the endobronchial tube. Because it was found in time, there was no harm to the patient.

Event description:
The complaint is reported as: during surgery in the hospital, the doctor found the double swivel connector separated on the endobronchial tube. Because it was found in time, there was no harm to the patient.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. A photograph was returned by the customer; however, the failure mode could not be confirmed by the photo. If the sample is returned, a follow-up report will be submitted with investigation results.